Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing during a possible atrial fibrillation (af) episode. It was noted that the initial shock triggered a ventricular fibrillating (vf) event. In addition, smartpass was deactivated. The device was reprogrammed and smartpass was turned on. A reviewed of the programming was needed as well as the reason why smartpass was deactivated. No adverse patient effects were reported. This device remains implanted.